Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was not received. A functional evaluation found that the balloon was inflated; no leaks detected. The balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted billroth-I gastrectomy, the balloon did not inflate. The surgeon used a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.